Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was inspected when received. According to the complainant, during unpacking, it was noted that no product labeling or directions for use were present on the packaging.

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was inspected when received. According to the complainant, during unpacking, it was noted that no product labeling or directions for use were present on the packaging.

Manufacturer narrative:
A visual examination of the returned device revealed that the outer packaging with the label and directions for use was not returned. From the product analysis, it can be concluded that the outer pouch with the label and directions for use was inadvertently disposed while preparing the device to the procedure and the physician received the device loaded only into the inner pouch.